Manufacturer narrative:
Additional information received : it was reported that the devices were inspected as usual and prepared according to the instructions for use (IFU). No error or blue light was observed when switching on the applier. Three endoanchors were successfully deployed, followed by one broken endoanchor and a fifth that was possibly loose. The device appeared to slip during the second step of deployment, likely due to insufficient pressure being applied. It was stated it was probably not deployed through the stent graft fabric. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A heli-fx applier was used during an unknown endovascular procedure. It was reported that during the index procedure when the physician was delivering one of the endoanchors, the applier made a different noise than usual and a strange movement of the tip of the applier was noticed. Afterwards they could see what appeared to be a broken endoanchor placed in the correct place. Afterwards no other endoanchor could be loaded since a part remained loaded leaving one part sticking out of the applier. They had to open a new heli-fx applier device. There was no patient injury reported. With the second device an endoanchor was delivered without penetrating the aortic wall apparently due to not applying enough pressure. The physician decided to stop at that point. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was clarified that while using the second applier, the first endoanchor deployed was not properly implanted- it became loose without penetrating the aortic wall and was left in the patient. The physician was concerned that the endoanchor might migrate and potentially obstruct the lower limbs. It was reported that a follow up ultrasound was performed. The physician noted that that the aneurysm sac was thrombosed/excluded and the patient did not reported any discomfort that might suggest embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additioanal information received; it was confirmed that the broken endoanchor fragment became stuck in the fabric and has not migrated. Further follow up will be performed and if the patient is in no discomfort then no further treatment will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion the reported fractured endoanchor can be confirmed on the angiogram provided; however, the exact cause of the event cannot be fully determined. The abnormal noise can also be appreciated on the video provided. It is possible that vessel calcification may have been a factor in fracture of an endoanchor but lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy, including calcification in the aortic neck region. The apparent movement of the proximal marker to the region of the endoanchor implant site may indicate that the fracture was related to an interaction with a metal stent but this could not be fully confirmed. The abnormal noise was also likely related to an unknown type of interaction of the endoanchor during its deployment, e.g. With a stent, marker or calcification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.